Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Through over the phone interview with the customer it was determined the user test was being initiated too quickly after power up. The customer was advised to wait a few moments before starting the user test to avoid the reported issue. The lp15 v4 software version -109 and greater adds an additional h-bridge test when the device is powered on. The same h-bridge test is also performed when the user performs a user test. If a user initiates a user test immediately after turning the device on, the device attempts to perform 2 h-bridge tests at the same time which will cause the user test to fail and the service light to come on. When the user test fails error codes a034 & a036 or a51e is logged in the device. Performing 2 h-bridge tests at the same time does not cause any damage and the device is still operational with the service light lit. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.